Event description:
It was reported that the patient underwent a spinal procedure to implant the posterior fixation screws and lateral connectors. After the surgery, it was noticed that the patient lateral connectors had pulled out of the closed multi axial iliac screws. The revision surgery was performed approximately a month post op. The lateral connectors were explanted.

Manufacturer narrative:
(B) (4): visual and optical review of set screw witness marks on connector post appear to show witness mark not fully formed. Connector post material deformation noted in line with set screw witness mark, consistent with connector/set screw assembly overcome by tensile forces in vivo. Multiple x-rays of complex lumbar construct are intended to show loosened connectors. But in actuality are not of sufficient quality to show anything. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.